Manufacturer narrative:
Device was used for treatment, not diagnosis. Single use device: unknown. Last name not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Brand name was determined from partial catalog number. A partial catalog number was provided - 04.620.9xx. Placeholder.

Event description:
A report was received regarding the following revision surgery. Patient had previous lower back spine fusion from t12-pelvis. On an unknown date patient returned to surgeon. Examination revealed the pangea locking cap at the iliac wing level on the right side became loose and the rod pulled out. Surgeon removed all pangea locking caps on the right side, repositioned the rod, and placed new locking caps. Bone graft was added at the l5-s1 level. Revision surgery was successfully completed. This is report 3 of 3 for complaint (B)(4). This report is for an unknown screw.